Event description:
It was reported that devices were used during a diagnostic laparoscopic. Procedure. The devices would not stay armed during insertion attempt. The blade would not stay exposed for the insertion. Another device was used to complete the case. There was no consequence to the pt.